Event description:
It was reported that on (B)(6) 2010, a promus stent was successfully implanted in the ramus artery. On (B)(6) 2010, repeat percutaneous revascularization was performed in the target vessel. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Angina and ischemia are listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The stenosis is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the medwatch reports, additional information indicates that on (B)(6) 2010, the patient was admitted with lightheadedness, chest and left arm pain. The patient's electrocardiogram revealed non-specific st-t wave abnormalities. The patient's cardiac markers were reported negative thrice. The patient's nuclear stress test was reported to reveal ischemia in the lateral region. The patient's cardiac catheterization showed restenosis of the ramus artery. A drug eluting stent was deployed to the ramus artery. The event was considered recovered or resolved. On (B)(6) 2010, the patient was discharged. The event of in-stent restenosis was considered an event that required initial hospitalization. In the investigator's opinion, the event of in-stent restenosis was considered moderate in intensity, not related to the study drug, definitely related to the study device and not related to the study procedure. No additional information was provided.